Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no information provided to reasonably suggest or allege that the implanted system or therapy caused, contributed to, or exacerbated a patient condition with respect to the aforementioned event. As the patient reported that they were experiencing pains in their bladder caused by an infection, the information provided most reasonably suggest that the patient was experiencing a bladder infection. The patient reported no infection on (B)(6) 2024, following their trial start on (B)(6) 2024. On (B)(6) 2024, the patient reported "pain in their bladder which was caused by an infection." There was no allegation or reason to suggest that there was a device-associated infection. The device or therapy would not be reasonably expected to be causal or contributory with respect to bladder infection. Therefore, the bladder infection does not reasonably relate to the device or therapy, more reasonably endemic to the patient population.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial started on (B)(6) 2024. It was reported that the patient had bleeding/hemorrhage. The issue was not resolved and was ongoing. Additional information was received from the patient on (B)(6) 2024 stating that they went to their doctor due to having pains in their bladder which was caused by an infection.